Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient developed a superficial skin infection after the trial procedure. Symptom was pus. The physician believed that the infection was due to irritation from the procedure. The patient was prescribed antibiotics. Upon follow-up, the physician confirmed that the infection had cleared up.